Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. There was excess oil at the distal joint. There was excessive scaly residue around the bimba tube. A functional evaluation was performed. The piston migration was at 2.2 inches. The device passed the weight test. The reported failure was confirmed and the root cause has been determined to be a seal failure. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder arthroscopy procedure, the positioner spider limb was leaking hydraulic fluid. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.